Manufacturer narrative:
Nsk america (nam) took the following actions, but further information about the event was not provided. (B)(6) 2018, (B)(6) made a phone call to the dental office. (B)(6) 2018, (B)(6) sent an e-mail to the dentist. (B)(6) 2019, (B)(6) sent another e-mail to the dentist.

Manufacturer narrative:
Exemption number e2016004. (B)(4). Nakanishi is currently trying to obtain further information about the event and patient.

Event description:
On december 4, 2018, nakanishi received an e-mail from a distributor ((B)(4)) about a handpiece overheating. According to (B)(4), the information was provided through the adverse event questionnaire about the sgs/sga handpieces as a part of recall activities for those devices. The details are as follows. The event occurred in (B)(6) 2018. (The exact date is unknown). A dentist was performing a dental procedure using the sgs-e2s handpiece (serial no. (B)(4)). During the procedure, the handpiece overheated and burned a patient's lip.

Manufacturer narrative:
On july 20, 2019, nakanishi was informed by nam that the following actions had been taken.. - in november 2018 (exact date unknown), a distributor sent the updated operation manuals (provided to them by nam) that contain the detailed reprocessing method to the dental office to prevent the devices from overheating. - on december 5, 2018, nam confirmed the receipt of the operation manuals by the dentist via e-mail from the distributor.

Manufacturer narrative:
Nakanishi is still trying to obtain further information about the event and patient. Due to the device not being returned from the distributor, the only investigation nakanishi can make at this point is a DHR examination. As a result of the examination, the DHR indicated that no problems occurred during manufacturing and testing of the subject device.